Manufacturer narrative:
Additional information as received, the implant coil was found damage but still attached to the pushwire but found stuck inside the introducer sheath. The implant coil could not be pushed out from of the introducer and appeared to be damaged within introducer sheath. Although the cause for the implant coil damage could not be determined, it is possible that the implant coil may have become damaged during preparation. Damage to the implant coil may have led to the resistance pushing the implant coil out from the introducer sheath. Note: the axium coil instructions for use (IFU) issues the following: precaution: "handle the axium detachable coil with care to avoid damage before or during treatment".

Event description:
Medtronic received additional information that the customer reported "the device could not be released in the lesion." Upon further follow up, it was reported that the coil could not be pushed out from the introducer sheath. The coil was prepared per instructions for use.

Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that an axium coil could not be detached in the intended location during coiling treatment of an aneurysm. No further information was provided. No patient injury was reported as a result of the procedure.